Manufacturer narrative:
A spacelabs healthcare technical support engineer (tse) remotely connected to the customer's system and was able to verify that the xhibit telemetry receivers (xtr) were offline. The biomed later confirmed that the issue was isolated to the batteries in the uninterruptible power supplies (ups) used at the facility. The cause of the reported issue was due to the batteries in the customer's ups.

Event description:
The customer reported that all telemetry channels disappeared from the central station. There was no patient or user death, or injury associated with the event.